Event description:
It was reported during a procedure to place a sheath in a dialysis access graft, the stent failed to deploy. The pt had an occluded dialysis access graft and thrombinolysis was begun. This was discontinued when the graft started bleeding through the wall. The doctor attempted to deploy a fluency stent graft. The stent partially deployed but would no longer advance. Another stent was deployed successfully.

Manufacturer narrative:
The lot history record have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing upon receipt of the complaint sample. The tuohy borst adapter was detached from the t adapter. The y adapter was detached from the fll. The outer catheter was crushed at the reinforcement . There was a distance between fll (with outer catheter) and guiding tube of 135 mm. The stent graft was partially released 35 mm. The inner catheter with tip protruded 830 mm from the stent. The inner catheter showed several kinks on the entire length. The distal cap was pushed so far into the sheath (170mm) that an attempted deployment in the wrong direction (pushing instead of pulling) seems to be possible. Due to the condition of the returned sample (disassembled into its single components) no function test and no further investigation could be performed. The reported failure could not be reproduced. The complaint is inconclusive. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of trachobronchial strictures produced by malignant neoplasms or in benign strictures after all alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.